Event description:
Five (5) days after the last use of their cfes equipment and following a two day visit at a "water park" with their family, the user discovered a burn mark (blister) on their right glut (buttock). It appears the injury may be attributed to a deficient electrode (one of 12 electrodes used bilaterally). Patient was rather sure that the cause of the injury was the electrode burn, as the size of the mark was approximately one half of the size of the mark was approximately one half of the size of the electrode patient used in that approximately area of their body. Medical intervention was necessary for treating the injury, which patient apparently sought on july 2005 at a local wound care clinic. Subsequent clinical visits in july and august showed positive progress in the healing of the injured site. The cfes equipment used (the parastep I system) and the in question electrode(s) are in user's possession and have not as yet been made available for inspection/testing. The user has promised to make them shortly available. The user has sustained a spinal cord injury at the t-9 level. Patient had been in possession of and had been using their cfes equipment prior to this event for close to a year, without incident.